Event description:
Minimed insulin pump had multiple "no delivery" alarms, several times a day for several days. Changing entire infusion set did not stop the alarms, changing reservoirs did not stop the alarms, changing insulin bottles did not stop the alarms. Dates of use: (B)(6) 2010. Diagnosis or reason for use: type 1 diabetes.